Event description:
It was reported that during a lung volume reduction procedure, after firing, the stapler opened but the retaining pin remained closed. The physician was unable to open it manually and ultimately had to cut the instrument away from the issue. There was no other reported pt consequence.